Event description:
On (B)(6) 2012, the patient's father contacted animas to report that the patient had a high blood glucose (bg) excursion after having replaced the pump's cartridge. The reporter claimed that after changing cartridge at 11:15am on (B)(6) 2012 the patient's bg went from 176mg/dl to "high." There was no mention of symptoms with the elevated bg. The patient's father reported that when he went to change set after patient obtained high bg he did not see any insulin coming out of tubing when primed. The reporter gave the patient a shot and reported his bg had come down to 405 mg/dl. At the time of troubleshooting with animas customer support, the patient's father realized that he had forgotten to fill the cartridge with insulin when he changed out the cartridge earlier that day. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the reporter admitted to having accidentally forgotten to fill the pump's cartridge with insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no alarms related to the complaint in the pump history; no loss of prime warnings were observed in the pump black box history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A force sensor calibration test was performed and confirmed that the pump was correctly detecting force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and confirmed no damage to the force sensor assembly or circuit. No delivery related defects were found during testing.